Event description:
A distributor in (B)(4) reported that the labels were missing from ten (10) rt212 adult inspiratory heated breathing circuits. The missing labels were observed by the distributor prior to patient use.

Manufacturer narrative:
(B)(4). The rt212 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: no complaint devices were received, however, a photograph of one of the complaint devices was visually examined. Results: the product label, which identifies the breathing circuit, was missing from the outside kit packaging. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted product labels. There are standard operating procedure (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of an specific pack card detailing all components required which must be displayed at the packing station. (B)(4).